Event description:
It was reported that the subject device had a scope communication error b30. The issue occurred during a diagnostic hysteroscopy procedure (during sedation, device outside the patient). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection. The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event. Tac advised to swap the scope and use an alcohol prep pad to clean the gold connectors on the scope. Customer did, and she allowed it dry. When plugging the scope in, the b30 error was no longer present. Tac informed the customer that there could be fingerprints or detergent build up on the gold connectors causing a poor connection. Troubleshooting was able to resolve the reported allegation. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.